Event description:
It was reported that an asymptomatic patient presented to the clinic after feeling a vibratory alert and when a manual transmission attempt was unsuccessful. Upon interrogation, the device was found to be in backup vvi mode. A device code download was successfully performed.

Manufacturer narrative:
(B)(4).